Event description:
Knee and foot markings on fibula guide were reversed. No injury or need for revision surgery.

Manufacturer narrative:
Knee and foot marker were positioned incorrectly on the fibula guide.